Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous, (B)(6), rn (home health rn) who reports that curlin pump we sent out needs to be replaced home health rn reports that she was getting the air in line error message and it would not resolve with new tubing. Home health m reports she used pt's pump from previous pharmacy to complete infusion today with no concerns. Advised that I will arrange for pump replacement delivery. Home health rn also reports that infusion time should be about 4 hrs and we sent a program for 4 hrs 39 min which is too long. Home health rn advised that pt tolerates max infusion rate 210ml/hr, created new pump sheet for infusion time of 4 hrs 7 min with max rate of 210ml/hr. Sent pump sheet to sprx and nursing to pass along to home health m sky to reprogram. Home health rn had no further questions for rph. No injury was reported. Unknown if device is available for return. Lot number unknown. Reported to (B)(6) by health professional.